Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a clinical employee that the customer received emergency medical assistance due to high blood glucose with unknown blood glucose levels at the time of the incident. The customer was at 222 mg/dl at the time of the call. The caller did not mention how they treated. The customer experienced symptoms such as nausea and vomiting. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not call the help line. The insulin pump will not be returned for analysis. Frn-unk-rsvr , unomed set.